Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered a power on reset (por). Due to the por the ICD battery estimator indicated dramatic battery depletion; however this condition exists as a condition of the por. No actions were taken, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).